Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had split down the side of the tube when adapter was placed in the end. There was no patient involvement.